Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The reason for use was post lumbar laminectomy syndrome and spinal pain. It was reported that the patient presented at the ER with signs of overdose and narcan being delivered. The pump was to be filled on (B)(6) 2018, and the patient went home but needed to return to managing doctor¿s office for narcan x2. The patient is continuing to need narcan at this time as well, they were drowsy at the clinic for a refill. The caller was not sure who the managing physician was, she was just calling to assist the ER doctor with finding out a way to stop the pump. They were sent a morphine emergency procedure card and also provided nas (national answering service) number to page a local manufacturer¿s representative (rep), as the caller stated they do not have access to clinician programmer that she is aware of. There were no further complications reported/anticipated.